Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address femoral loosening. Update: 08/21/2011 - received medical records from legal. Medical records indicate the femur was loose and there was osteolysis. Insert added to complaint. (Note: this revision is not included in the litigation received to date.) Update 09/09/2015 medical records received. After review of the medical records for MDR reportability, the medical records indicate the patient was revised a third time on (B)(6) 2013. The second revision is covered on (B)(4) and all depuy implants were removed and competitor products were implants. No depuy were involved during the (B)(6) 2013 revision. The medical records also indicate there was a previous non-healing fracture of the upper femur that was cabeled, the date and cause of the fracture is unknown at this time. The revision operative note from (B)(6) 2010 indicated osteolysis and loose femoral component. Cement is now ging added to the complaint for the loose femoral component. There was no indication what interface the loosening occured. The complaint was updated on: 10/06/2015.

Manufacturer narrative:
No device associated with this report was received for examination. Another report is found against these product/lot combination(s). It is recognized however that it involves this same patient and same individual device. It is the result of this complaint having been transferred/ reopened and so it is not a secondary report. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 2/29/2016 medical records received. Medical records reviewed for MDR reportability. There is no new additional information that would affect the existing investigation. The complaint was updated on: mar 15, 2016.